Manufacturer narrative:
A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. Microbiology evaluation of retained unit from the reported lot showed the solution to be sterile. All information that is available has been submitted. Should any additional information become available, a supplemental report will be submitted.

Event description:
An optometrist reported a (B)(6) female patient experienced possible bacterial keratitis or (B)(6) while including complete multipurpose solution easy rub in her lens care regimen. He examined the patient (B)(6) 2011; she was referred to him by another optometrist. The slit lamp showed the cornea had the appearance of (B)(6) or bacterial keratitis, with a crystalline-like appearance; there was no fluorescein staining. She was referred to a corneal specialist. A culture of the left eye was obtained. The results later showed the organisms found as e-coli and streptococcus pneumococcus. Medical records from the corneal specialist indicate on (B)(6) 2011 the left eye has stromal microcysts and mid-stromal infiltrates, cells and flare grade +3. No staining or hypopyon noted. Diagnosis is infectious crystalline keratitis, central corneal ulcer in a contact lens wearer. Fortified vancomycin/tobramycin, atropine and voriconazole are started. Visual acuity is hand movement. Treatment continued and on (B)(6) 2011 medications begin to taper to 1 drop every 2 hours, notes indicate 80% thinning of cornea. Last medical record on (B)(6) 2011 indicates pred forte is added for scarring; corrected visual acuity is 20/200. In the opinion of the reporter, the event was regarded as severe in nature, eyesight threatening with permanent or severe disability as the outcome. Reporter indicated an 'unknown' relationship to use of the device and the patient's event. Follow up with the patient's mother indicated patient's events began on (B)(6) 2011, her eye was bothering her so she discontinued use of the contacts. She used zymaxid (gatifloxacin) and zaditor drops until (B)(6) 2011 when she ran out. The mother could not be certain that her daughter performs a rub and rinse step with her contacts.